Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) leads had migrated. X-ray imaging confirmed the lead migration. The patient underwent a scs lead revision procedure and was doing well postoperatively. The devices remain implanted and in service.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).